Manufacturer narrative:
Evaluation summary: no intrepid I/a tips were returned for possible inflammation (toxic anterior segment syndrome). No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue could not be determined. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A head surgeon reported toxic inflammations in several patients after cataract surgeries with intraocular lens (iol) implant . Per the reporter these inflammations were not all typical toxic anterior segment syndrome (tass) cases. The patients had the vitreous affected in most of the cases and cornea was totally clear. Patients were contacting the clinic in about 24 hours after operation because their vision got totally blurred. They were treated with topical antibiotics and corticosteroids and they gained their sight in approximately 2 weeks period. Additional information has been requested but not received to date. This is one of two reports being filed for this facility. This report is for the 6 patients operated on (B)(6) 2015.